Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code and was inoperative. An error code was observed, and a backlight issue was found due to the connector on main printed circuit board (pcb). The main pcb was replaced, the pcb was reset with a firmware update. It was also determined at analysis that the upper case was broken and the keyboard down arrow button was flat (out of specification mechanical). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code and was inoperative. The epg has been returned for service. It was further reported that the external pulse generator (epg), subsequently tested out of specification during manufacturer's analysis. There was no patient involvement. 2021-05-10.